Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 11 days post operative a surgery for ovarial carcinoma, the patient presented with peritonitis. The patient was re-hospitalized and a relaparotomy and lavage was done and was given antibiotics intravenously to resolve the issue.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 11 days post operative a surgery for "ovarial" carcinoma, the patient presented with peritonitis. Antibiosis was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.